Manufacturer narrative:
No critical pump error alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Unit was received with moisture damage on electronic assemblies, moisture damage on motor assembly and corroded force sensor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for critical pump error. The customer¿s blood glucose was 4.4 mmol/l. Customer is 4 months pregnant. Customer stated that he last insulin pump that had the error had condensation under pump screen and she had to put it in rice and said she thought the pump was supposed to be waterproof, customer reported that they received a critical pump error image on the pump screen. Customer reported that no any pump error(s) was displayed before the critical pump error image was displayed on the screen. Advise the pump will need to be replaced. Advise to discontinue use of the pump and recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returned for analysis.